Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was backflow of blood through an interlink system solution set. This occurred during infusion. The reporter indicated that one of the connections may not have been fully tightened. There was no report of patient injury or medical intervention associated with this event. No additional information is available.